Event description:
The lead was explanted due to a report of j retention wire fracture without protrusion through the outer polyurethane insulation. Device analysis is provided.

Manufacturer narrative:
Evaluation summary: visual inspection under 30x magnification indicates j stiffener wire has fractured approx. 42mm proximal of the weld site. The proximal section of j stiffener wire measures approx. 46mm and has migrated down lead body approx. 44mm proximal of the weld site. It appears that the entire j stiffener wire was received with all recorded measurements adding up to approx. 88mm. Sem analysis pending on fractured j stiffener wire.